Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the patient's surgeon, during inital implantation surgery performed on (B)(6) 2018, the surgeon experienced resistance whilst withdrawing the electrode from the sheath. During the attempt, the silicone was damaged at the alignment marker and subsequently, the surgeon removed the electrode and sheath. The surgeon proceeded to successfully implant the patient with the backup cochlear device. There is no report of patient injury associated with this event.